Event description:
Account states unit will not brake properly.

Manufacturer narrative:
Technician inspected hex rod to find both sem screws snapped flush with hex rod. The brakes did not hold the unit stationary. Technician drilled broken screws from hex rod, and replaced both screws to resolve.